Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 459 mg/dl. Customer' current blood glucose level was 459 mg/dl. Customer had symptoms such as thirsty, not feeling good, irritated and nausea. Customer was treated with insulin. The insulin pump will not be returned for analysis.